Event description:
It was reported that the patient underwent trauma nail procedures where custom nails were implanted on (B)(6) 2001. Subsequently, the patient will be revised with another custom nail on an unknown date due to fracture of the nail.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."